Manufacturer narrative:
The insulin pump was received with bleeding lcd glass and was stuck in the motor error loop during bolus and basal delivery and e70 alarm was noted in the alarm history screen. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform excessive no delivery test, self-test, off no power test, a21 error test and occlusion test due to motor error alarms. All operating currents are within specification and passed the displacement test, rewind, basic occlusion test and prime test. The insulin pump had cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer stated that she was disconnected on a call when she was in the middle of troubleshooting. It was found that the customer had 3 motor error alarms and 1 motor position encoder error alarm within the last 30 days. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump.